Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on 10/15/2015 produced "lo" readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry is improper storage.

Event description:
Customer calling in regards to the e-5 message. Customer feeling physically fine at this time. I verified that the customer is using the proper testing technique. Customer states e-5 message appears when blood sample is applied to test strip. After about 3-4 attempts, he acquires a reading within normal ranges (80-120 mg/dl). Customer states he tested with another vial of strips with the same lot number, e-5 displayed as well. No medical intervention was required due to meter issue. Adverse event not reported.